Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx displayed a message stating "it failed the self-test and that the battery was flat was found." There was no pt involvement.